Event description:
The facility representative contacted baxter to report a colleague infusion pump which has a damaged battery. It is unknown if there was an adverse event, patient injury or medical intervention associated with this report. During the product evaluation at baxter, it was discovered that a battery depleted set alarm occurred during infusion which caused an interruption during delivery. There is no further complaint information available. The user interface module master software version is 6.13.92, categorized as remediated.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
(B)(4). The reported condition was confirmed and duplicated. The assignable cause were depleted main batteries. The main batteries and harness have been replaced. A follow-up medwatch report will be submitted if additional information becomes available.